Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced adhesions, mesh erosion that required surgical intervention for removal and implant of mesh, dysuria, recurrent sui, urge incontinence, chronic cystitis, and mention of future surgery; although records end in 2013 with no indication she underwent another surgery.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, recurrent pelvic relaxation, vault prolapse, cystocele and rectocele, foreign body in patient, mixed urinary incontinence, urinary frequency, urinary tract infection, overactive bladder, atrophic vaginitis, mesh exposure, pain, urgency, itching, nocturia, unstable bladder, difficulty emptying bladder, nonsurgical interventions.